Manufacturer narrative:
Device evaluation: g4, g7, h2, h3, h6 and h10. Results of investigation: the suspect device was not return for evaluation. Vyaire medical determined root cause was due to user fault as the end user applied a not validated circuit system. The ventilator works properly as intended.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. However, log files provided reveal the mode was changed from bilevel to aprv on (B)(6) 2020 followed by an active "occlusion" alarm and a reset of 12 times before switching back to bilevel mode. No root cause has been determined. The issue occurred with serial numbers (B)(4). This report is for (B)(4). Please refer to (B)(4) for the incidents involving (B)(4) respectively. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that the bellavista 1000e was ventilating a patient on aprv mode (airway pressure release ventilation) for about 6-7 breathing cycles when the pressure dropped to zero including peep. Ventilation resumed after 7 seconds for another 6-7 breathing cycles then followed by another pressure drop. Each pressure drop was accompanied by an "opening valve" sound inside the machine. The end user changed the mode to bilevel but eventually transferred the patient to a backup ventilator. During the incident the customer reported the patient experienced desaturation and has lost of end pressure.